Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Also rv (right ventricular) undersensing information was observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited low impedance trends. The device sensing assurance was programmed on, r-waves were sensed through device testing at 1.00-1.40mv, but the device had not reprogrammed sensitivity accordingly, the intrinsic r-waves were undersensed leading to overpacing. The device was reprogrammed and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.